Event description:
In 2010, melody valve was placed in pulmonic position. In 2012, pt experienced endocarditis ( (B)(6)) and subsequent renal failure due to the antibiotics. Pt was treated with 6 weeks of IV antibiotics and sent home. In (B)(6) 2015, same pt experienced another episode of endocarditis ((B)(6)). It was discovered during a tee that there was a vegetation on a fractured portion of the valve. Due to dormant infection in the melody valve, reintervention to relieve high pressure due to decompensated valve structure in the right ventricle is not possible. Pt sent home with hospice.